Event description:
It was reported when the catheter was removed the tip broke off. The ob was removing the catheter and a lot of resistance was met. Anesthesia was contacted and had the patient sit up and lean over and removed the catheter. A CT scan was performed and was non-definitive. It is unclear as to the size of the retained piece. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.